Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the lead. A failure event was observed during analysis. As received, a complete lead was returned in one piece. Visual inspection of the lead found two external insulation abrasions that breached the outer insulation and exposed the outer coil both at the distal region. The cause of external insulation abrasion is consistent with friction to another device or features of the heart. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.